Manufacturer narrative:
(B)(4) it was reported that the patient suffered a cardiac perforation. The caller stated that they were ablating on the roof line in the la when the force readings went high very quickly and then to n/a. The caller had the physician pull the catheter back and it stayed n/a for a few seconds then force readings were seen again. The caller stated that ablation was again performed and then the force reading climbed rapidly and then to n/a and the catheter tip was seen outside the carto 3 map. The caller stated that the procedure was stopped and ice was used to check for effusion. The ice was inconclusive so a trans-thorasic echo was performed and a small pericardial effusion was found. A pericardiocentesis was performed and the procedure was aborted. The patient is stable at this time. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade

Event description:
It was reported during an atrial fibrillation (afib) procedure, the female patient suffered a cardiac perforation. It was stated that they were ablating on the roof line in the left atrium when the force readings displayed increased very quickly and then changed to n/a. Upon pulling back the catheter ¿n/a¿ remained for a few seconds and then force readings re-appeared. Ablation was continued and then the force reading issue re-occurred and the catheter tip was seen outside the carto 3 map. The procedure was stopped and ice was used to check for effusion. The ice was inconclusive so a trans-thoracic echo was performed and a small pericardial effusion was found. A pericardiocentesis was performed and the patient stabilized, however the procedure was aborted. The physician attributed the event to being procedure related and it was noted that the patient had somewhat abnormal la roof anatomy. The physician did not feel that the cancellation of the procedure posed a risk to the patient. The patient required extended hospitalization because of the adverse event. A transseptal puncture was performed by st jude agilis sheath prior the adverse event. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4). The concomitant products: the carto 3 system (13195), stockert 70 (st-1548), coolflow pump (04425) were utilized in the procedure. The pentaray catheter d128211(lot#17186205l) was also used in the procedure. The ice catheter was a stryker reprocessed catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).